Event description:
Device implanted 2004 post-lumpectomy. The pt received a total brachyhtherapy dose of 34 gy (3.4 gy twice daily for ten fractions) between 03/2004 and 03/2004 and device explanted on 2004. The pt tolerated the treatment well. Chemotherapy was initiated in 03/2004 and the pt subsequently developed erythema, a tender heavy breast, seroma. Symptoms peristed with the addition of breast pain radiating to pts axilla and back of shoulder. Following an MRI in august 2004, an ultrasound-guided core biopsy was performed of the left chest wall. Clinical diagnosis was radiation induced myositis secondary to radiation. Pt continued to experience pain and clinical exam was compatible with rib fracture. This was not comfirmed on x-ray.